Manufacturer narrative:
Device was discarded. If additional information is received it will be submitted on a supplemental report. Device was discarded.

Event description:
It was reported that an expired 3x800mm bolted guide wire was opened and used during a case. The branch and hospital staff did not notice that the wire had an expiration date of 3/2013. This was first noticed by stryker customer service on (B)(4) 2013 and brought to managements attention. The case went smooth with no complications and no known complications post op.

Event description:
It was reported that an expired 3x800mm bolted guide wire was opened and used during a case. The branch and hospital staff did not notice that the wire had an expiration date of (B)(6) 2013. This was first noticed by stryker customer service on (B)(6) 2013 and brought to managements attention. The case went smooth with no complications and no known complications post op.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The customer revealed the guide wire to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). All guide wires of the reported lot were sterilized successfully via gamma radiation on (B)(6) 2008. Stryker guarantees sterility for 5 years ((B)(6) 2013 in this case). The complained guide wire was documented as faultless prior to distribution. The instrument and its package were not available. Therefore an investigation of them was not possible. The customer reported that the guide wire was used on (B)(6) 2013, approx. 1.5 months after the guide wire was expired. No infection was reported; therefore it could be assumed that, although the sterility was expired, the guide wire was not contaminated with germs at the time of usage. A similar case was reported to stryker. A medical expert was consulted. Excerpt of his evaluation: the risk of an infection is extremely low. The expiry date is a theoretical date which offers a high level of safety. I strictly recommend that the nail should be left in the patient by all means because the risk of an infection caused by a simple transgression of the expiry date is negligible. In the negligible case of a contamination the germs would just have entered the marrow cavity. The risk of a second surgery would not outweigh the potential benefit of nail replacement. However, the sterility expiration is clearly visual identifiable on the instruments¿ label. The IFU contains that every sterile product must be inspected regarding its sterility prior to every surgery. Therefore the case is classified as user error. No discrepancies were detected during risk analysis review.